Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with air bubbles in the reservoir. Customer reported that they were trying to get insulin out of the vial into the reservoir and there were a lot of champaign size air bubbles. Customer's blood glucose reading was 217 mg/dl. Customer declined to troubleshoot at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not being returned or replaced.